Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device's analog board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity log showed several "poor pad contact" and "check pads" messages. However, the electrode pads were not returned as part of this investigation. Without the electrodes for evaluation, we cannot firmly establish if these were normal advisory messages or related the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that during subsequent testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.